Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-18096, 18097, 18098. The pt has 7 model 3156 leads (from 4 different lots) implanted as part of her 2 scs systems. The pt reported she is no longer receiving stimulation from either of her 2 scs systems. The sjm rep met with the pt and diagnostics indicated impedance issues with the leads, however no issues were observed with the pt's ipgs.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.